Event description:
It was reported that the atrial-ventricular (av) delay for the external pulse generator (epg) was set to 170 milliseconds (ms), but was pacing with an av delay of 130 ms. The caller was told that the device was sensing and capturing appropriately. Technical support (ts) discussed with the company representative that the ventricular safety pacing (vsp) maybe on even though it will occur within 110 ms. It was determined that the epg seemed to have appropriate function and most likely occurrence due to safety pacing. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).